Event description:
A 6-4 amplatzer duct occluder (ado) was successfully retracted into the 6f amplatzer torqvue delivery system loader; however the ado would not advance from the end of the loader into the sheath. The connection of the loader and the sheath were tightened and loosened numerous times without success in advancing the ado, and resulted in a bend in the delivery cable. Another pre-used, but sterilized, loader and asd delivery cable were utilized with difficulty to successfully deliver the ado. Due to the numerous attempts at delivering the ado, the patient experienced blood loss and required a blood transfusion. The patient had hbg of 10.5gm/dl before the proceedure and ended with 7.5 gm /dl that necessitated transfusion with one pack of blood 300cc, which was enough to send the patient home safely.

Manufacturer narrative:
The amplatzer® torqvue¿ delivery system (sheath, dilator, loader, delivery cable and hemostasis valve), was received at aga medical and decontaminated. Initial observation revealed the delivery cable was kinked at the distal end, the hemostasis valve tubing was deformed, and the distal tip of the sheath was jagged. Using a test 6-4 amplatzer® duct occluder, the device was retracted into the loader and the loader was connected at various degrees of tightness to the delivery sheath. The device was advanced to the end of the loader, and crossed the transition into the sheath properly.during manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function, including attaching the loader to the sheath to ensure complete connection. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests.our investigation was unable to reproduce the performance described in the field, as the amplatzer® torqvue¿ delivery system functioned according to specifications. Aga medical does not support using amplatzer® torqvue¿ delivery systems for multiple procedures, nor are our products designed for multiple uses. The precautions and warnings section in our instructions for use indicates this product is sterilized for single use only. Do not reuse or resterilize.